Event description:
Additional information reported the patient was reprogrammed and the event was still ongoing.

Event description:
It was reported that the patient experienced overstimulation related to programming. The patient reported that the stimulator was off, but he felt like it was set to a maximum intensity. The patient reported that when it was set to a low intensity, the stimulation felt like it was set at high intensity. The outcome was reported as ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain at the generator site. The generator was repositioned from the right buttock to right pectoral. The outcome was noted as resolved without sequelae.

Manufacturer narrative:
Updated to ¿no¿ as the device evaluation pertains to MFR report # 3004209178-2015-16286. Removed results code 1 and changed conclusion code. Though the device was returned, the information pertains to MFR report # 3004209178-2015-16286.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient was reprogrammed on (B)(6) 2015. Additional information also indicated that the device was explanted due to an infection which was reported in MFR report # 3004209178-2015-16286. All additional information regarding the explant will be reported in MFR report # 3004209178-2015-16286.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because when the stim was off it felt like max intensity, overstimulation is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the cause of the overstimulation sensation was unknown. Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3708160, serial# (B)(4), product type: extension. Product ID 97791, product type: accessory. Product ID 3708160, serial# (B)(4), product type: extension. Product ID 97791, product type: accessory. Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available.